Event description:
The customer called for help with his contour usb meter. During the call, he performed blood tests and received readings of 200 and 236 mg/dl using his usb meter. He also tested using another meter and received a reading of 105 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.